Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter. Visual inspection of the sample noted no obvious visual observations. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter fell out on its own, probably due to a ruptured balloon. As per additional information via email from ibc on 15-apr-2022, it was confirmed that no balloon burst was found. As per sample evaluation result received on 07-sep-2022, the balloon was found to be mushroomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out on its own, probably due to a ruptured balloon. Per additional information via email from ibc on 15-apr-2022, it was confirmed that no balloon burst was found. As per sample evaluation result received on 07-sep-2022, the balloon was found to be mushroomed.